Manufacturer narrative:
Our field service engineer investigated the ventilator. It was reported that the device had an excessive leakage and failed the internal leakage test. During evaluation of device logs, technical errors ventilation stopped and battery information error was found. The errors did not reoccur. Upon further testing, the safety valve test failed. The inspiratory pipe was cleaned witch solved the failure. Preventive maintenance was performed and the battery was replaced. The device was released for clinical use. Since no parts were returned for investigation, the root cause of the reported issue could not be determined.

Event description:
Manufacturer's ref: #(B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an internal memory error. There was no patient involvement. Manufacturer's ref.#:(B)(4).